Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the distal tibial arteries and tibioperoneal using an indigo system aspiration catheter 6 (cat6) and non-penumbra. During the procedure, upon the initial advancement of the cat6 through the sheath and with a peel away sheath, the physician experienced resistance. Under fluoroscopy, there seemed to be mild ovalization of cat6 at the tip. After positioning the cat6 towards the clot and turning on to negative, the cat6 was not aspirating optimally. Therefore, the cat6 was removed, and there was a visible kink approximately 2-3cm from the distal tip. The procedure was completed using an indigo system catrx aspiration catheter (catrx) and the same sheath. There was no report of an adverse effect to the patient.